Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the user facility states the patient was not in the room. The device was swapped with a working device and the procedure was completed with no further issues.

Manufacturer narrative:
The device was returned to the service for evaluation. The customer¿s complaint of ¿power switch sticking.¿ the main switch was found stuck in the off position. The unit was equipped with old version software. Further inspection found the picture in picture connector corroded. The unit was repaired and returned. The instruction manual states ¿ do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons.¿

Event description:
The service center was informed that during preparation for use, the power switch button was pushed in and will not stay on. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that since the identified cause of the power switch failure was considered to be the design, all products shipped before november 18, 2013 are considered to be the target range. Legal manufacture reported that the additional probably causes for the event are as follows: · damage to the power switch due to long-term use since the unit was delivered to the customer in december 2013. The switch may have been damaged due to long-term use. · alternatively, it is possible that a large load (for example, a hard object accidentally hits) that is out of the normal use condition is momentarily applied from the outside and the power switch is damaged. Adhesion of water and chemicals to the picture in picture (pip) connector · it is highly possible that the connector was corroded as a result of water and chemicals adhering to it during use and cleaning and left as it was.